Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to an infection. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. The company was informed that the explanted device will not be returned to the company for analysis. The device history record revealed rework that was not related to the return reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.